Manufacturer narrative:
Per RMA a replacement camera was sent to site. Upon eval of returned camera, alleged inaccuracies with o-arm, but the psu passes the aak test. Returning to ndi for eval, specifically the calibration for active and passive tracking. Per ndi - unit will require recatheterization as an extended pyramid volume programmed with rev 012 firmware.

Event description:
A medtronic rep reported, the s7 navigation sys was inaccurate by 3 mm superior with all instruments. There was no impact on the pt outcome reported.